Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site eval: samples received: 24 unopened and 3 opened racepacks. There are previous complaints of this code batch. We have received the same day, two complaints from the same customer, same code-batch but two different surgeons. We have received 24 closed samples, one of them with the needle detached from the thread and the thread is still wound on the pack. 3 open samples, 2 of them with the needle detached from the thread and thread still wound on the pack. We manufactured and distributed (B)(4) units of this code batch, there are no units in stock. We have tested the needle attachment of the samples received and the results of one of the samples does not fulfill the minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incidents in the future.